Manufacturer narrative:
E1. Initial reporter address 2: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was blood observed in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal of the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The balloon was then completely pulled out from the patient's body. It was further reported that the device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The balloon was then completely pulled out from the patient's body. It was further reported that the device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.